Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed motor error and had a blank display anomaly. The patient's blood glucose was 598 mg/dl at the time of incident. The customer was able to rewind the insulin pump. However, she did not have a new battery to troubleshoot the blank display issue. No products were returned at this time; the customer stated that she would call back to complete troubleshooting.